Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 7 years have passed since the subject device was manufactured. Based on the results of the investigation, the event was caused by the following: 1. The front panel failure was likely due to the deterioration of the components on the printed circuit board from repeated use. 2. The power switch was likely damaged because the operating force amount and frequency during application of the power switch exceeded that expected. A design change has since been made to the product's power switch. 3. The intermittent serial digital interface (sdi) signal was likely due to the deterioration of the components on the printed circuit from repeated use, or the components failed accidentally. Per the legal manufacturer, the other device defects included in the initial MDR (damaged rear panel, fan missing components and software update) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of the ¿ front panel was not working¿ was confirmed. The units front panel would freeze and was found faulty. Also, found the dx board faulty causing intermittent sdi2 signal. The unit¿s rear panel and main switch were damaged. The unit¿s fan was missing components. The unit was equipped with outdated software. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that when the video system was powered on, the user was unable to choose an option as the display was frozen. There was no patient involvement reported.